Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity drug eluting stent to treat a moderately calcified and non-tortuous lesion located in the ostium of the cx and om arteries, exhibiting 95% stenosis. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device had been inspected prior to use with no issues noted. The lesion had been pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used. It was reported that deformation of the proximal section of the stent occurred while attempting to cross the cx artery to implant in the marginal. The procedure was completed with another same sized resolute integrity stent. No injury was reported.

Manufacturer narrative:
Image review: image shows the distal portion of a device. Deformation is evident to the most distal stent wraps with struts raised. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.